Manufacturer narrative:
Report date: correction from 01/27/2017 to 01/31/2017. MFR received date: correction from 01/27/2017 to 01/31/2017. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of lot number, retains analysis, system risk analysis (sra) and visual analysis. ¿ the DHR, trending analysis by lot number and retains analysis could not be performed as the lot number was not available. ¿ visual analysis was not performed since product was not returned for evaluation. ¿ the sra review indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is considered to be "low." The assignable cause of the issue could not be determined. The customer was unresponsive to multiple attempts at obtaining additional information. Should additional information become available, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.